Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g4-510k: this report is for an unknown philos screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: jhamnani r., dhanda m.s., and surana a. (2023), study of functional outcome and postoperative complications among proximal humerus fracture patients treated with proximal humerus internal locking system (philos) plating, cureus, vol. 15 (7): e42411, pages 1-6 (india). The aim of this retrospective study is to assess the functional outcome of proximal humerus fractures managed with open reduction and internal fixation with a philos plate and to investigate the incidence of complications in the patients. Between july 2016 to july 2022, a total of 32 patients (25 were males; mean age was 54.5±6.4 years) who were treated surgically with a philos plate were included in the study. All patients were followed up at six weeks, 12 weeks, and at six months. The following complications were reported as follows: 3 patients had stiffness of shoulder which improved with physiotherapy. 3 patients had malunion. 2 patients had avascular necrosis. 1 patient had penetration of screw into joint space. 1 patient had loosening of implant. 1 patient had high placement of the plate. This report is for an unknown synthes philos screws. A copy of the literature article is being submitted with this medwatch. This is report 2 of 2 for (B)(4).